Event description:
The customer reports a leak in the device during an infusion. The catheter was replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the extension line. After failing functional testing, visual examination revealed a hole in the extension line that was directly adjacent to juncture hub. Microscopic examination confirmed the hole. The appearance of the hole was consistent with when the extension line comes in contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter extension line length from the proximal end of the luer hub to the juncture hub measured 109mm, which is within the specification limits of 98.5mm-113.6mm per the catheter graphic. The extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the extension line body graphic. The extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the extension line body graphic. With the distal end occluded, the catheter was injected with water with a lab inventory arrow raulerson syringe (ars). Water could be seen leaking out of the small cut in the extension line just above the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not s uture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The IFU also cautions, "to minimize the risk of cutting the catheter do not use scissors to remove the dressing". The customer report of a leak was confirmed by complaint investigation. The extension line contained one small cut/tear near the juncture hub. The slit was consistent with the catheter being damaged by a sharp object (i.e. Scalpel, scissors, etc.). A device history record review was completed with no relevant findings and all relevant dimensional measurements were within specification. Based on the appearance of the damage and the customer report that the defect was identified during use, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leak in the device during an infusion. The catheter was replaced without incident.